Manufacturer narrative:
H6: patient code added.

Event description:
It was reported that a pericardial effusion occurred post implant. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx closure device and delivery system (wds) was successfully implanted. Within minutes after deployment, the patient's blood pressure dropped, and transesophageal echocardiography (tee) confirmed a pericardial effusion. Pericardiocentesis was attempted to treat the pericardial effusion, however the patient was transferred to the operating room for surgical intervention. A perforation repair was completed, and the closure device remains implanted. The patient was stable throughout the procedure and is recovering in the intensive care unit. It was further reported that 20 days post procedure, on (B)(6) 2023, that patient passed away while still in the hospital. The cause of death is not known and/or if it was related to device/ procedure. It was further reported cardiac tamponade occurred.

Event description:
It was reported that a pericardial effusion occurred post implant. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx closure device and delivery system (wds) was successfully implanted. Within minutes after deployment, the patient's blood pressure dropped, and transesophageal echocardiography (tee) confirmed a pericardial effusion. Pericardiocentesis was attempted to treat the pericardial effusion, however the patient was transferred to the operating room for surgical intervention. A perforation repair was completed, and the closure device remains implanted. The patient was stable throughout the procedure and is recovering in the intensive care unit. It was further reported that 20 days post procedure, on (B)(6) 2023, that patient passed away while still in the hospital. The cause of death is not known and/or if it was related to device/ procedure.

Event description:
It was reported that a pericardial effusion occurred post implant. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx closure device and delivery system (wds) was successfully implanted. Within minutes after deployment, the patient's blood pressure dropped, and transesophageal echocardiography (tee) confirmed a pericardial effusion. Pericardiocentesis was attempted to treat the pericardial effusion, however the patient was transferred to the operating room for surgical intervention. A perforation repair was completed, and the closure device remains implanted. The patient was stable throughout the procedure and is recovering in the intensive care unit.